Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose levels were elevated when using the left side of the abdomen for an insertion site. He stated that he might have pluracy. He reported a high blood glucose reading of 220 mg/dl. He stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. He ran a manual prime and stated that insulin did exit. Customer was advised on priming out crystalized insulin as he uses cold insulin. The insulin pump passed the high pressure test. Customer was advised to remove the infusion set and stated that the cannula was bent but not occluded and that the site was not sore or irritated. Customer was advised to change the infusion set. Nothing further was reported.